Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot/serial number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure with a navistar rmt thermocool electrophysiology catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. Patient had ischemic ventricular tachycardia and was brought to the electrophysiology (ep) lab with a low ejection fraction. Patient was not intubated, and procedure was done under conscious sedation. Ep performed ablations to homogenize the scar- case was performed using stereotaxis. Intracardiac echocardiography (ice) was also utilized. Mid procedure the hospital staff noticed that the patient¿s oxygen saturation began to drop. Patient¿s rhythm began to demonstrate a paced rhythm as was typical for the patient but with a wider complex qrs. They performed an arterial blood gas analysis, which came back as 7.3 and concern of acidosis. Soundstar catheter was used to confirm no effusion was present during the case. The physician decided to intubate the patient, additional rf therapy was delivered, and the procedure was continued. However, saturations remained low and the physician decided to abort the procedure at that time. Protamine was given to the patient; sheaths were pulled and at that time the scrub tech noticed there was no pulse. CPR was started and the patient was stabilized to a paced rhythm with a more acceptable qrs complex. The patient coded again when it was extubated. CPR was restarted and continued for about 40+ minutes and then discontinued as there was no return of spontaneous circulation. Patient expired. A max of 40 watts was used during the ablation. The total number of lesions and/or rf therapy time are unknown. No bwi product malfunction nor error messages were reported. Physician's opinion regarding the cause of the death is unknown. Multiple attempts were made to obtain this information with no response. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 5/15/2020, it was noticed that code h6. Patient code # 2484 (respiratory failure) was inadvertently reported on the initial 3500a medwatch report. This should not have been reported as this was not a patient condition. Please consider this code removed. This event should only be coded with cardiac arrest and death. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).